Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after use, a nurse noticed that the needle tip had broken. Whether the tip fell into the cavity was unknown.